Event description:
It was reported the patient was not receiving effective stimulation. The patient underwent revision surgery on (B)(6) 2013 where the surgeon noted there was too much bone in the center of the canal to achieve proper placement safely. The patient's lead and ipg were removed. The patient will be sent for a t-spine MRI and evaluated for other treatment options.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.